Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0684 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hair was found in probe cover kit. The product was not used on a patient and no patient harm was reported.